Event description:
It was reported that the patient with this right ventricular (rv) lead was complaining about slow pulse. Patient was checked and it was noted that the lead had pacing failure. In addition, it was confirmed on xray that it appeared to be a lead conductor fracture. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead was complaining about slow pulse. Patient was checked and it was noted that the lead had pacing failure. In addition, it was confirmed on xray that it appeared to be a lead conductor fracture. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.